Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The suspect instrument was returned to the manufacturer for evaluation. Testing found that the screws at the base of the mount were stripped. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
A medtronic representative reported that while outside of procure, the threads on the radiolucent frame mount are stripped. There was no patient present at the time of the issue.